Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. The reported separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance and tip separation appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement, the guide wire encountered resistance with the anatomy resulting in the failure to advance and likely causing the tip to kink. Manipulation during retraction likely caused the tip separation and stretched coils. Additionally, the treatment appears to be related to the operational context of the procedure as the separated tip remains in the patient anatomy. The noted teflon damage likely occurred during retraction and was likely caused by the torque device used in the procedure. The noted bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the tibial artery. A winn 200t 300cm guide wire was advanced when it felt resistance with the anatomy. The guide wire tip coils separated and remains in the patient anatomy; there was no intervention performed, nor is any intervention planned. There was no resistance during withdrawal, and a new guide wire was used to successfully complete the procedure. The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.